Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during on-site manufacturer visit that a "couple of years ago" customer had an instance where someone had poured large volume of water between the pcu and an attached module resulting in the iui being "melted and was destroyed". There was no reported patient harm. No devices will be returned to bd for evaluation. Although requested no further information was available.